Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One ik precision guidewire was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. The guidewire is uncoiling 38.7cm from the break. The guidewire is separated. One ik precision guidewire was returned for assessment, and the guidewire is separated and uncoiling. The complaint can be confirmed for guidewire separation. The exact root cause cannot be determined. The likely cause is the guidewire was withdrawn through the access needle. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director of clinical risk management. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medsun report # (B)(4). The event description states: "when removing the wire from the needle while trying to get brachial access, the wire appeared to be stripped. Wire and needle were safely removed, and patient was put under x-ray to see if there was anything left behind to which there was not." Additional information was received on 02oct2025: medical intervention was not necessary due to the wire stripping. Approximately 60cm long had unraveled. The wire stripped in the upper arm, brachial access. The patient condition was stable. The procedure taking place for the patient at the time of the event was a percutaneous coronary intervention (pci). There was no patient tortuosity experienced at the time, normal anatomy. Only sheath kit (needle/wire/sheath), was used during access. The blood loss was minimal.